Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device explant produced due to elective replacement indicator (eri), inspection of the ventricular lead revealed an insulation breach. The physician opted to cap the lead and implant a new lead. No patient complications have been reported as a result of this event.